Event description:
The customer contact reported no flow. The option-lok male adapter of the tubing set was connected to the pt's IV access site and was being sued to deliver 1000 ml of lactated ringers via gravity. The customer contact reported that at the beginning of the deliver, a kink in the tubing proximal to the option-lok male adapter was noted and at this time, no flow of solution was noted. It was reported that the nurse manipulated the tubing to remove the kink and the solution flowed. It was reported that the nurse applied tape to the tubing at the location of the kink after the kink was removed. The tubing set remained in clinical use and the therapy was resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.